Event description:
Patient presented to the physician with ongoing pain with therapy, chronic sore throat, and pain at the chest and neck incision sites. Physician brought the patient into the or and removed the entire inspire system.